Manufacturer narrative:
The ECG data from the event was returned to zoll for evaluation. Our review of the data found that the end user was performing CPR while the ECG analysis was in effect. As a result a "no shock advised" determination was rendered. The operator's guide instructs the operator to stand clear and keep the patient motionless. Additionally, the device issues audible prompts to "stand clear" and "dont touch patient, analyzing" during the analysis to prevent this type of interference. This report has been attributed to improper use of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.